Manufacturer narrative:
(B)(4). Date sent: 1/8/2020. D4: batch # t40h1x. H10: corrected data" d1; d4. D1: brand name is opt sleeve 5x100mm stability. D4: catalog is 2cb5lt. D4: unique identifier( UDI) is (B)(4). The analysis results found that a 2cb5lt was received. The device was returned with the sleeve broken into two parts. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The damage to the device was possibly due to the improper handling of the device as each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/31/2020. D4: batch # t40h1x. Investigation summary: the analysis results found that a 2cb5lt was received with the sleeve broken in two parts. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. It is possible that the damage to the device occurred was due to improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the trocar broke in half. It is unknown how the case was completed there were no patient consequences reported.